Event description:
Customer reported when he woke up his insulin pump's had a blank display. Customer's blood glucose was unknown. Customer uses (B)(4) batteries. The device was not bumped or exposed to moisture. The battery compartment and cap are not damaged or corroded. Customer removed the battery for ten minutes and reinserted it, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of power connector on interface board. The device had cracked case at display window corner and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.